Manufacturer narrative:
The esu was thoroughly inspected/tested and the neutral electrode was evaluated. The findings were as follows: unit the generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. Neutral electrode: an examination of the patient pad revealed no evidence of a material or manufacturing defect. Visually, the neutral electrode was found not to have been damaged. In conclusion, no erbe equipment or accessory problem was found that would have caused or contributed to the incident. In all likelihood, there are many factors that could have been involved with the reported event. Most likely, activations and duration with hf current were long due to the operation itself (being cardiac). Additionally, with this type of neutral electrode, the hf current is not monitored. Also, the application site of the pad and it being left on the patient for 7 hours were not ideal. As a result, the current probably only flowed through a part of the neutral electrode, resulting in significant heating under the pad due to high current density. There are many warnings in the esu's user manual and the neutral electrodes notes on use addressing these issues. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during cardiac surgery on a new born. The esu was used with an erbe monoplate 40 (also referred to as a neutral electrode, patient pad, etc.) [Part number: 20193-073, lot number: information not provided]. The pad is a single-surface neutral electrode and was placed on the patient's right thigh directly above the hollow of the knee. No information was provided regarding any of the other accessories used in the operation. Also, the esu settings used were not provided. The patient pad was allowed to stay on the patient following the initial surgery for approximately seven (7) hours because a second procedure followed on the same day (note: per the account, that procedure didn't involve electrosurgery.). However, when removing the neutral electrode, a skin lesion (i.e., burn or necrosis) was found underneath it. No information was provided as to how the lesion was treated.